Event description:
It was reported that the pump eroded through the tissue and the patient had pain at the device pocket. It was indicated that surgical intervention was performed to move the pump to the left buttock. At the time of report, the patient was with injury. The device system was used to deliver baclofen. Eight days later, it was reported that no further issues had occurred since the relocation of the pump.

Manufacturer narrative:
Product ID: 8575, lot# n0047635, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, lot# j0039947r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the pump was rubbing against the patient¿s hip bone and was causing discomfort. In addition, there was an increased chance of infection, so they moved it to the left buttock to prevent complications. It was indicated that the patient was getting good therapy and had no further issues at the time of report.

Manufacturer narrative:
(B)(4).